Event description:
Healthcare professional reported "breast hematoma¿ of a non-(B)(6) device. This record is for the left side. Device was explanted. Reference report: mw5187206. Patient: 1924, 1884. Device: 3023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).